Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
On (B)(6) 2010, the customer reports via e-mail that the surgeon was performing a total knee replacement when the tip of the device broke off while removing bone. The piece was easily retrieved and the surgery was not prolonged. Customer confirmed there was no patient injury and no potential for harm. Routine postoperative x-ray confirmed no instrument part present.